Event description:
Clinical study. It was reported that 811 days a coronary drug eluting stenting procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 10mm long, 3.5mm, 80% stenosed lesion located in the proximal left anterior descending (prox lad). Treatment consisted of pre-dilatation and placement of a taxus express2 3.5x16mm study stent, reducing the stenosis to 0%. The pt was discharged the next day on protocol dose of plavix and 81 mg of aspirin. About 811 days after the initial procedure, the pt presented to the ER with chest pain. The "pt underwent a nuclear stress test that was reassuring for high grade coronary artery disease". The pt was ruled out for myocardial infarction by cardiac enzymes. He was given nitroglycerin which resolved his pain. The next day, pt was discharged and scheduled to return on the following day for outpatient cardiac catheterization. The pt returned and underwent coronary angiography which revealed the following lad "at the site of the previous stent deployment, there was restenosis at both ends of the previous stent narrowing the lumen by 90%." Core lab qca report in 2004 of the target lesion notes 62.11% stenosis in projection 1 and 76.18% stenosis in projection 2. The lad was treated with a 3.5x23 mm cypher stent, reducing the stenosis to 0%. The pt was discharged on later that day on plavix and 81 mg of aspirin. In the opinion of the physician the relationship of the tvr to the study stent is possibly.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.